Manufacturer narrative:
B5: describe event or problem - additional information. D9 device available for evaluation - correction. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up: additional information/ device evaluation/ correction. H3: device evaluated by mfg- additional information. H6: additional information.

Event description:
It was reported that the sensor deployed on its own. Product was provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. No relevant product or data related to the issue was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.